Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she was hospitalized on (B)(6) 2017 due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of hospitalization ranged from 331 to 450 mg/dl. Customer's current blood glucose was 122 mg/dl. Customer reported that she was admitted to the intensive care unit. Customer reported symptoms related to their high blood glucose levels included slight nausea. Customer stated she had been unable to successfully decrease her blood glucose level despite doing an infusion set change. Customer was assisted with troubleshooting where it was determined that the infusion set cannual was completely bent. However, it was not reported whether the insulin pump alarmed no delivery. Customer reported that she was wearing the insulin pump on the way to the hospital, but was disconnected once she arrived. Customer was treated with an IV of insulin and fluids. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.